Manufacturer narrative:
The device was discarded at facility, and is unavailable for evaluation. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case it is likely that the severe annular calcification, calcified native leaflets, and calcified lvot caused the balloon burst during the deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, the delivery system balloon burst. The 29mm sapien xt valve was approximately 90% deployed at the time of the balloon burst. The valve position was good and the device was stable; however, a moderate leak was noted on echo. A second delivery system was prepared to nominal volume and used to post-dilate the valve under rvp the leak improved to mild and the procedure was completed. The access site was closed and the patient was transferred to the ICU in stable condition. The patient native annulus measured 25mm by 30mm on CT with severe annular calcification present, heavily calcified native leaflets, and moderate lvot calcification.